Event description:
It was reported that the customer's t: slim x2 pump battery would not charge and the screen was dark, preventing operation. The issue caused the customer's blood glucose level to exceed 500 mg/dl, although the specific value was unknown. The customer did not take any immediate action to address the high blood glucose level. The customer reverted to manual injections for insulin therapy.